Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error (se) 2240 (air in line/set) on the homechoice (hc) device during the initial drain of peritoneal dialysis (pd) therapy, while the hp was connected. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) had the hp cycle the power on the hc device to clear the alarm. The hp was advised to complete therapy by starting over with new supplies. The patient was later admitted to the hospital for observation due to this event and has since been discharged. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.